Event description:
Info received indicates during an inspection of the bed, the tech found that the CPR and trendelenburg functions were not working properly.

Manufacturer narrative:
The tech found that the screws for the CPR/trend valve were installed incorrectly when the hydraulic manifold was replaced in a previous repair. He replaced the CPR/trend screws to repair the bed.